Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on stored electrocardiogram (egm). The patient did not receive therapy during the oversensing. Programming changes were made. The patient is reported to be in stable condition.